Event description:
It was reported that an altitude alarm was declared by the pump. There was no adverse impact to the customer's blood glucose level. The customer suspended insulin due to the alarm, but after following instructions from technical support to remove obstructions, clean the speaker holes, and reset the pump, insulin was resumed successfully. The alarm did not recur, and the pump resumed normal operation. Technical support provided preventative tips, which were acknowledged by the customer.